Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead was found to be dislodged and dislocated, causing atrial pacing to result in ventricular capture. Reprogramming was performed. Patient was in stable condition throughout.